Manufacturer narrative:
Product event: (B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
During an ent case, the plasmablade device tip melted and the wire broke. Nothing detached from the device. There was no injury to the patient reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.